Event description:
The customer reported that during disconnect following a procedure the operator observed blood still in the channel. Per the customer, the display screen showed that the donor received 500 ml of saline. Patient information and outcome are unknown at this time.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and performed a mock procedure and fluid test with passing results. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Per terumobct internal risk associated with hypovolemia for the rika plasma donation system, this complaint does not meet the requirements for reportability. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and performed a mock procedure and fluid test with passing results. Investigation is in process and a follow-up report will be provided.

Event description:
The customer reported that during disconnect following a procedure the operator observed blood still in the channel. Per the customer, the display screen showed that the donor received 500 ml of saline. Patient information and outcome are unknown at this time.